Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2017-84758.

Event description:
The customer's mother reported via phone call that the customer was hospitalized with diabetic ketoacidosis. She stated that the customer had high blood glucose over 600 mg/dl at night and they went to the hospital the next day. Blood glucose level at the time of admission was 548 mg/dl. The customer experienced vomiting, chest and leg pains and headache. The customer was being treated at the hospital and would go back to pump therapy once the device is replaced due to the physical damage. The insulin pump will not be returned for analysis.